Manufacturer narrative:
Corrected data: :explant date corrected due to being inaccurately submitted on the follow-up report 1.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg required daily recharging. Reportedly, replacement of external devices did not resolve the issue. As a result, surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up revealed surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model which resolved the issue.